Event description:
It has been reported to philips that the system would not switch on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on and it needed to be powered on manually. Review of the system log file showed that the host pc had stopped unexpectedly. Fse reseated the host pc connection and recreated the image storage. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.